Event description:
It was reported that stent damage and withdrawal difficulty occurred. Vascular access was obtained via the radial artery. The 60% stenosed, 2.5mm x 16mm, eccentric de novo target lesion was located in the non-tortuous, moderately calcified bifurcation of the left anterior descending artery. The lesion contained a <=45 degrees bend. After a .014 non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x20 balloon catheter leaving 40% residual stenosis. A 20 x 2.50 promus premier drug-eluting stent was then advanced but failed to cross the lesion even after repeated pre-dilatations and several crossing attempts. Withdrawal difficulties occurred while removing the device and it was noted that the stent struts were damaged. A 2.25x20mm promus premier stent was then deployed successfully but minutes after, the patient falls into unemployment and a blockage was noted. The physician concluded that the stent migrated and embolized in the dominant artery. The patient was then intubated and resuscitated 4 times until the pacemaker generator was available. The pacemaker was placed and the patient was transferred to intensive therapy but dies hours later due to heart attack. No autopsy was performed. It was further reported that the right coronary artery was treated rather than the left anterior descending artery as was previously reported. Diagnostic angiography revealed a lesion in the right coronary artery, in the proximal part of the posterior descendant. The right artery had dominance since the anterior descending had total occlusion and also injury in the circumflex. The decision was made to treat the right artery injury. The physician concluded that plaque had shifted and embolized and since the right artery was the dominant artery, when it became occluded, nothing could be done.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the 1st and 2nd proximal stent rows were lifted from their crimped positions and pulled in a distal orientation. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. This type of stent damage most likely occurred during attempts to withdraw the device from the lesion site. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage and withdrawal difficulty occurred. Vascular access was obtained via the radial artery. The 60% stenosed, 2.5mm x 16mm, eccentric de novo target lesion was located in the non-tortuous, moderately calcified bifurcation of the left anterior descending artery. The lesion contained a <=45 degrees bend. After a .014 non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x20 balloon catheter leaving 40% residual stenosis. A 20 x 2.50 promus premier drug-eluting stent was then advanced but failed to cross the lesion even after repeated pre-dilatations and several crossing attempts. Withdrawal difficulties occurred while removing the device and it was noted that the stent struts were damaged. A 2.25x20mm promus premier stent was then deployed successfully but minutes after, the patient falls into unemployment and a blockage was noted. The physician concluded that the stent migrated and embolized in the dominant artery. The patient was then intubated and resuscitated 4 times until the pacemaker generator was available. The pacemaker was placed and the patient was transferred to intensive therapy but dies hours later due to heart attack. No autopsy was performed. It was further reported that the right coronary artery was treated rather than the left anterior descending artery as was previously reported. Diagnostic angiography revealed a lesion in the right coronary artery, in the proximal part of the posterior descendant. The right artery had dominance since the anterior descending had total occlusion and also injury in the circumflex. The decision was made to treat the right artery injury. The physician concluded that plaque had shifted and embolized and since the right artery was the dominant artery, when it became occluded, nothing could be done.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage and withdrawal difficulty occurred. Vascular access was obtained via the radial artery. The 60% stenosed, 2.5mm x 16mm, eccentric de novo target lesion was located in the non-tortuous, moderately calcified bifurcation of the left anterior descending artery. The lesion contained a <=45 degrees bend. After a .014 non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x20 balloon catheter leaving 40% residual stenosis. A 20 x 2.50 promus premier drug-eluting stent was then advanced but failed to cross the lesion even after repeated pre-dilatations and several crossing attempts. Withdrawal difficulties occurred while removing the device and it was noted that the stent struts were damaged. A 2.25x20mm promus premier stent was then deployed successfully but minutes after, the patient falls into unemployment and a blockage was noted. The physician concluded that the stent migrated and embolized in the dominant artery. The patient was then intubated and resuscitated 4 times until the pacemaker generator was available. The pacemaker was placed and the patient was transferred to intensive therapy but dies hours later due to heart attack. No autopsy was performed.